Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, rewind test and displacement test due to full segment display. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that screen was blank and display was broken on left side. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.